Manufacturer narrative:
D2a: common device name: ultra male coude. E.1: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005471919.

Event description:
End user reports, (unknown qty, unknown mus, unknown lots) over the past month and a half he had 2 utis while using this product. Consumer is not new to cathing, cathing due to sci. End user confirmed antibiotic courses both times his utis were diagnosed. There was no additional information provided.